Manufacturer narrative:
Customer utilized an expired strip lot 50190 (march-2006). No further investigation and trending is required. Corrective action not required as product deficiency was not established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date = (B) (6) 2009, inratio = 1.9, lab = 3.9.